Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire certified service technician was unable to verify the customer's reported issue. The device passed 66.2 hours of bench testing and the customer's settings. The device also passed the initial final test and initial alarm test with no abnormalities. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the revel ventilator would not deliver any breaths. At this time, it is unknown if there was any patient involvement associated with the reported issue.